Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten and be removed without difficulty. A power loss was not duplicated. The battery compartment was intact and the battery compartment threads intact. Multiple power on reset (por) events observed in black box on (B)(6) 2014 immediately following a eaw 128 replace battery alarm. Por events are the result of the eaw 128 replace battery alarm being unconfirmed and discharging the battery. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case, no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.